Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown c oncentration/dose via an implantable pump for intractable spasticity. The hcp reported that the patient had an magnetic resonance imaging (MRI) 3 1/2 months ago and pump was reading motor had been stalled. The hcp stated he aspirated pump and no volume discrepancy (expecting and aspirated 15ccs). The hcp stated patient did report feeling symptomatic since then. Technical service agent had hcp check logs and confirmed motor stall recovery seen today. Agent confirmed patient's pump was in telemetry mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the MRI motor stall that was in telemetry mode resolved.